Manufacturer narrative:
No conclusion can be drawn a this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatches 2110968-2007-00256, 2210968-2007-00258, and 2210968-2007-00259. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a procedure to remove a large 20-week sized fibroid. The first disposable handpiece used cut initially, but after approximately two or three cuts the tissue strips jammed the handpiece. A different type of disposable handpiece was tried and after approximately ten minutes of usage the device stopped cutting. Three more disposable handpieces, which were of the same type as the initial handpiece used, were attempted. After two to three cuts, the tissue strips jammed the handpieces. A larger incision was made to remove the fibroid manually and complete the procedure. The surgery time was extended over five hours. The patient remained hospitalized for three days after the procedure.